Event description:
"S/p b subgland infra 365cc dc gels for augmentation. Pt c/o encapsulation and being too large, so had replacement with 250cc dc gels. Was noted to have r rupture on mammography, but was not informed. States started having probs on the l and saw dr, who removed the b ruptured implants and granulomata and replaced with 250cc mentor salines. Had encapsulation requiring closed capsulotomies x2 and had r open capsulotomy and excision granuloma" twice. Also "currently has min c/o's regarding breast except implants still being too large. In addition, was noted to have a l breast mass on mammogram and there has been concern re whether to bx or not - this was 1st and measured 8mm sited 2cm cut to prosthesis in outer half of upper l breast. It is not palpable. It was measured at 1cm and" 6 mos later "is still 0.8-1cm. Pt desires consideration for 2nd opinion regarding mass. Pt also c/o systemic probs, most of which have improved since removal of implants - these include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, rec infections, hot flashes, headaches, tmjd, visual probs, dizziness, dry eyes, hair loss, rashes, sen sun, sob/cough, skin tightening, hypothyroid, increased cholesterol, wgt gain, gi probs.